Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 35 mg/dl. Customer was getting alarms but because the pump was on vibrate, she could not hear them. Customer did not usually get this low but feels like she was in the 60 mg/dl and 50 mg/dl and she had told her doctor. Customer was reporting symptoms anxiety, mental confusion and fatigue. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.